Event description:
It was reported that the patient presented for an elective upgrade procedure. During procedure, the right ventricular lead exhibited decreased sensing of r waves and intermittent undersensing. Induction testing was performed and patient converted successfully. The lead was capped and replaced. The patient was stable post procedure.